Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. H3 other text : device was discarded.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of 29mm sapien 3 valve in aortic position by transfemoral approach in a patient under a bad condition and reanimation. No resistance was felt during the advance of the commander delivery system through the esheath. The valve alignment was performed in a straight section of the aorta without difficulties. A lot of tension was experienced by the system during this part of the procedure likely due to the patient condition (reanimation). Before valve deployment, the valve was not between markers likely due to tension in the system. During the balloon inflation, the valve moved towards the pusher over the balloon about 6mm. The valve expanded symmetrically but it could not be implanted in the annulus properly. The valve had to be implanted in the descending aorta. The patient was placed on ECMO to be stable. Then, another 29mm sapien 3 valve was successfully implanted in the annulus with a good outcome. Patient was noted stable to be stable. As per medical opinion, the root cause of the event was likely due to the tension in the delivery system due to the reanimation that caused the valve to be not exactly between markers.

Event description:
Edwards received notification from our affiliate in germany. As reported, it was a case of 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, after the balloon was dilated to perform the bav, the patient was unstable under really bad condition and needed reanimation. No resistance was felt during the advance of the ds through the esheath. The alignment was performed in a straight section of the aorta without difficulties. A lot of tension was experienced by the system during this part probably since the patient was under reanimation. Probably due to this tension, before the valve deployment the valve was not between markers. During the balloon inflation, the valve moved towards the pusher over the balloon about 6mm. The valve expanded asymmetrically but it could not be implanted in the annulus properly, and it had to be implanted in the descending aorta. The patient needed an ECMO implant to be stable, after that another 29mm sapien 3 valve was successfully implanted in the annulus with a good outcome. Patient was stable however 3 days after the procedure, the patient passed away in multi-organ failure due to cardiogenic shock. As per medical opinion, the root cause of the event was probably the tension in the system due to the reanimation caused that the valve was not exactly between markers.

Manufacturer narrative:
Supplemental report submitted to update h10 and b5 per additional information received through follow-up. The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve not between alignment markers and deployed was confirmed empirically per review of the provided imagery. The presence of a manufacturing non-conformance was unable to be determined. A review of complaint history and IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''the patient was under reanimation. Probably due to this tension, before the valve deployment the valve was not between markers. During the balloon inflation, the valve moved towards the pusher over the balloon about 6mm. The valve expanded symmetrically but it could not be implanted in the annulus properly, and it had to be implanted in the descending aorta''. Per training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. Deploying a valve off markers could lead to asymmetrical deployment and subsequently resulting in thv embolization. In this case, imagery review confirmed asymmetrical deployment of thv, which is likely to occur when the final valve positioning prior to deployment is not between the valve alignment markers (too proximal). As such, available information suggests that user error (not following instructions) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16901.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve not between alignment markers and deployed was unable to be confirmed . The presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''the patient was under reanimation. Probably due to this tension, before the valve deployment the valve was not between markers. During the balloon inflation, the valve moved towards the pusher over the balloon about 6mm. The valve expanded symmetrically but it could not be implanted in the annulus properly, and it had to be implanted in the descending aorta''. Per training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the user decided to deploy the valve even though it was positioned off the markers, which ultimately would have led to thv implanted in the descending aorta. As such, available information suggests that user error (not following instructions) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time . No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16901.

Manufacturer narrative:
Supplemental report submitted to correct. H6: device code.